Event description:
It was reported that the pt experienced "withdrawal symptoms" every time the pump drug volume dropped below 6 mls "since implant". The pump was implanted for 58 months. The pump was explanted and replaced due to "supposed improper delivery of drug". The pt outcome, drug concentration and daily dose were not reported. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.